Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench testing and stressing without duplicating the customer's report. The customer's multifunction cable was not returned for evaluation. The device connections were visibly inspected with no concerns identified. The device was recertified and returned to the customer. No trend is associated with reports of this type.